Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unable to grasp leaflet, unable to capture leaflet, and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, posterior cleft, and small atrium. An ntw clip was inserted, but difficulties were experience while grasping and capturing the leaflets. Therefore, the clip was removed and replaced. It was noted no tissue damage was observed when the ntw clip was removed. An xtw clip was inserted, but grasping and capturing difficulties also occurred. The clip was removed; however, upon removal, a flail was observed on the anterior leaflet. No additional clips were inserted, and the procedure was discontinued. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.